Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit, loss of consciousness, seizure and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the initial concern was that the pod was not connecting with the sensor. The patient confirmed that the sensor app was in its warm-up period with more than one hour remaining. The sensor information was verified as correct and the patient was informed once the warm-up period was complete, readings would appear on the pod controller app. The patient also reported wearing the pod on their leg for longer than 48 hours at the time they sought medical attention. The patient experienced symptoms including weakness, a suspected seizure, knee injury from a fall, loss of consciousness, vomiting and concern for a diabetic coma. The patient's blood glucose levels were up to 400 mg/dl. The patient alleged that the pod was not delivering insulin, which led to hyperglycemia. Following the doctor's advice, the patient went to the emergency room (ER) on (B)(6) 2025. The visit was brief, lasting 45 minutes and was discharged the same day. No formal diagnosis was provided. While in the ER, the patient received a computed tomography (CT) scan, urine analysis, blood work and intravenous fluids.